Event description:
The customer's wife reported that the insulin pump alarmed during a prime attempt. It was later stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 800 mg/dl. Troubleshooting was not possible due to the repeated alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused of contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.